Manufacturer narrative:
(B)(4). D10: cat# us157854 lot# 163700 m2a-magnum pf cup 54odx48id. Cat# 163662 lot# 494520 28mm mod hd std neck tp1 taper. Cat# ep-200154 lot# 115890 act artic e1 hip brg 28x48mm. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years post-revision, the patient underwent a left hip revision due to a loose stem. During the revision, there was no sign of infection but cultures were positive for staphylococcus lugdunensis. All components removed. Attempts have been made and no further information has been provided.